Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation due to right lower quad pain, dyspareunia, stress urinary incontinence, and a right hydrosalpinx found . The patient underwent the concurrent procedures of open video laparoscopy with right salpingo-oophorectomy and cystoscope to prove ureteral and bladder integrity.